Manufacturer narrative:
(B)(4). A visual examination of the capio slim suturing device has the carrier broken. Event as reported is not confirmed. The failure found could have been caused due to an excess of force on the tip of the device during the procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an unknown procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the capio suturing device did not throw the suture correctly. The capio carrier was also noticed to be bent. The procedure was completed with another capio suturing device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation result: the carrier is broken. Please report for full investigation details.